Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Device was also received with moisture damage on the motor, battery tube and vibrator assembly. It was unable to perform current test and low battery test due to blank display. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump started fading the evening before and the morning of the call it was blank. Customer stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is unknown. Customer did not have a backup plan and demanded to get the insulin pump replaced. The insulin pump was replaced and returned for analysis.